Event description:
N/a

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: g1.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the batteries. The iabp unit was returned to the customer and cleared for clinical use. All functional and safety checks were met to factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs300 intra- aortic balloon pump (iabp) was displaying the low battery alarm. There was no patient involvement, and no adverse event was reported.